Event description:
It was reported that 6 months prior to the report a lead wire was broken, and patient's health care professional (hcp) was able to "bypass" it and still give her stimulation. It was stated that the patient "bumped" it several times. For information on the loss of effect that the patient experienced at the time of this report, see manufacturer's report #3004209178-2014-07626. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 355029, lot# n070937, implanted: (B)(6) 2006, product type accessory; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 377760, lot# v013042, implanted: (B)(6) 2006, product type lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).

Event description:
Additional information received reported the patient received assistance from the physician or manufacturer representative and their concerns were resolved at an appointment on (B)(6) 2014 at 2:30pm.